Event description:
Procedure performed: cholecystectomy event description: the trigger was activated by the surgeon, but the device blocked - not clip available. The tried it several times, then they opened another ca 500 and everything went well. Additional information received from applied medical representative via email on 4jan24: unfortunately nobody can remember if the trigger could be removed as normal and if a clip was properly sitting between the jaws. The nurse's feeling is that the trigger was blocking and no clip was moved. Patient status: patient is fine intervention: they opened another ca 500 and erverthing went well.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: cholecystectomy. Event description: the trigger was activated by the surgeon, but the device blocked - not clip available. The tried it several times, then they opened another ca 500 and everything went well. Additional information received from applied medical representative via email on 4jan24: unfortunately nobody can remember if the trigger could be removed as normal and if a clip was properly sitting between the jaws. The nurse's feeling is that the trigger was blocking and no clip was moved. Patient status: patient is fine. Intervention: they opened another ca 500 and erverthing went well.